Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lar open resection, the staples didn't close properly after firing. The proximal staple line was normal with the staples properly closed and formed in the b-shape, the distally staple line, after the colon was properly closed and formed in the b-shape. The staples in the colon were open, and unformed, because of this a new intestinal seam had to be made resulting in an extended operation period and the removal of tissue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The initial visual inspection of the instrument noted the instrument displayed no abnormalities. Visual inspection of the cartridge noted it was fully fired; an under crimped staple was observed on the cartridge. Microscopic inspection of the knife blade displayed damage. Photo 1 provided by the account shows malformed staples. The photo attached to the file, shows a portion of tissue with a stapled seam. There is string which similar to the suture of a purstring instrument. The center rod of an anvil assembly is also observed introduced in the tissue. It looks that the stapled seam is on top of the tissue where the purstring and the anvil head are. Thin metal wires are observed which could be straight staple legs. Also a partially formed staple is visible at the right of the seam. The leg seems to be partially curved, and the staple backspan is bent. Additionally, the cartridge showed all pushers deployed. Magnified inspection of the knife shows damage. The staple received had a slight off b-shape, however it has proper closure and does not exhibit under-crimp formation. The gap between the backspan and the leg was within the specification. The loose staple sent with the sample was measured, finding it to be within the proper range for closure. The instrument received was properly assembled and functioned as expected. The condition of damaged knife observed is consistent with firing on an obstruction. Observations of the photo provided show potential firing on tissue expanded by the metal anvil head of another instrument which is also used in intestinal procedures. This obstruction would also impact on the stapler tissue gap causing improper closure of staples. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.